Event description:
The surgeon had been using the robotic vessel sealer without any issues, then, as she was using it, she was unable to use it correctly. It would go in the opposite direction of where she was needing it to go. She tried to reset it and other maneuvers without success. A second vessel sealer was opened to the sterile field and it operated correctly.